Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the bhr cup and modular stem remained implanted. The hemi head and modular sleeve were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. The available medical documents were reviewed. Although the metal ion levels were reported to be elevated, neither the unit of measure nor the lab reports were provided. The intraoperative findings of stained tissue and discoloration of the trunnion and sleeve are consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated metal ions, metallosis, stained tissue, and trunnionosis cannot be confirmed review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a revision surgery. Revised to oxinium and bhr dual mobility due to presumed trunnionosis. Left hip.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The patient¿s diagnosis of fibromyalgia, positive rheumatoid factor, inflammatory polyarthropathy and lupus cannot be ruled out as contributing factors to her pain and fatigue. Although pain, elevated cobalt and chromium levels, alval and trunnionosis are consistent with findings associated with metallosis; the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information:patient identifier, brand name and concomitant medical products.

Event description:
It was reported that revision surgery was performed in (B)(6) 2018 after a 2009 implantation.